Event description:
Medtronic received information that cartridge holder damage, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a. Software version: n/a. Color: pink. Battery life remaining: n/a. The screw is not bent. The inpen screw advanced/retracted with high resistance cause by a broken encoder bond. Unable to perform functional test due to broken encoder bond anomaly. No cosmetic damage was noted to cartridge holder or inpen.